Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer is retrieving further information from the healthcare facility, and will submit follow-up report upon availability of new, relevant details.

Event description:
Manufacturer became aware of the following event through device tracking department. Based on the information on the patient implant form, on (B)(6) 2025, a carbomedics top hat aortic valve, s5-023, was implanted/explanted intra-operatively due to unknown reason. No further information is available at this time.